Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon was half way through the case and the device started leaking. They used this device to complete the case; however, the surgeon stated it was a nuisance to use. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). The analysis results found that the h12lp device was returned in good visual condition, the device was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. As the obturator was not received and it is the part that has the batch stamped, we did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances.